Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the cutter was broken. The assignable root cause was due to excessive force or side to side force that would cause the cutter to break. This was further defined as misuse or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a mastoidectomy surgical procedure it was observed that a drill bit device broke and became stuck in the motor device. It was reported that there was a very small delay in the procedure due to the event and there were unspecified spare devices available to successfully complete the procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported that the missing piece of drill bit was in the reporter's possession. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation, the position of the cutter flats were measured and found to be out of the allowed tolerance. This issue has been escalated to CAPA. The assignable root cause was reported as user error in the previous report. Upon further evaluation, it was determined that the assignable root cause was determined to be due to improper assembly / manufacture. If additional information should become available, a supplemental medwatch report will be submitted accordingly.